Event description:
Related manufacturer reference number:2017865-2022-14548, related manufacturer reference number:2017865-2022-14550. It was reported that the patient has complaint about pain at the pacemaker site and has electively opted to have pacemaker system removed. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for evaluation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.